Manufacturer narrative:
The complaint device has been returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the findings. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a patient had a material reaction to a comfort 3d upper arch appliance. Reportedly the patient used the device for a week and began experiencing swelling and tingling feeling throughout mouth. Patient stopped using the device and the symptoms went away.

Manufacturer narrative:
Corrected data in fields: d1, d4, d9 and h8. The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results based on the tracking label the product was noted to have been received and in glidewell's possession; however, the device was scrapped and not sent to the complaints team for analysis. Root cause description: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-12383 rev 3.0 (comfort3d bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. A soft toothbrush may be used. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water. Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU-12383 rev 3.0 (comfort3d bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the nightguard. Rinse appliance well with clean, cool water before and after use. Clean comfort3d bite splint with clean, cool water only, and let it air dry." This product was manufactured after the resin switchover to tuffsplint; therefore, tuffsplint biocompatibility risk report will be used to evaluate in this case. Rpt-012917 rev 1 (gl tuffsplint appliance resin biocompatibility testing report) confirms that the test samples are considered biocompatible (cytotoxicity, irritation, sensitization, acute/subacute/sub-chronic systemic toxicity, genotoxicity) the manufacturer's internal reference number is:(B)(4).